Manufacturer narrative:
The investigation of access site bleeding has been completed. Access site bleeding - major: the product was returned for investigation and no kinks or abnormalities were observed. The root cause of the access site bleeding issue was most likely use related since optimizing angle of entry and optimizing anticoagulation achieved hemostasis.

Event description:
The complainant reported a patient (unknown ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day there was bleeding from access site. Due to the high-volume administration, high anticoagulation and the bleeding in the groin, a total of four units of blood were administered. After optimizing the pump's angle of entry and the anticoagulation, the bleeding was stopped. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿